Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse the patient was "passing out and falling. The patient went to the emergency room and passed away at the hospital." The spouse inquired if the device provided therapy. A request for additional information was made; however, it could not be provided.